Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on an extended investigation. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 2 days of sensor wear and was unable to obtain readings or glucose alarms. As a result, customer was asleep and experienced a loss of consciousness and upon regaining consciousness was able to self-treat with glucose pills. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 2 days of sensor wear and was unable to obtain readings or glucose alarms. As a result, customer was asleep and experienced a loss of consciousness and upon regaining consciousness was able to self-treat with glucose pills. There was no report of death or permanent impairment associated with this event.